Event description:
It was reported via user-facilities medwatch, drill bit point broke in pt's right knee while drilling. The tip remained in the right knee. No apparent injury to the pt. The tip could not be retrieved from the knee as it is in the bone. We don't have the broken part that was left".

Manufacturer narrative:
Device is not available as it remains in the pt. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.